Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and revision of the previously placed mesh on 03/30/2015 during which the surgeon noted he took down dense adhesions to the previously placed mesh. The remaining defect was repaired. It was reported that the patient underwent incarcerated ventral incisional hernia repair surgery on (B)(6) 2016 and takedown of adhesions during which the surgeon noted dark fluid from mild ischemia of the omentum. Two hours of adhesiolysis was undertaken. It was reported that the patient experienced severe pain, nausea, dense adhesions, inflammation, bulging, stress and anxiety. No additional information is provided.